Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received for the reported failure of too large of resistance. DHR was reviewed and no discrepancies relevant to the reported event were found. It is recommended that all torque-limiting devices are returned to the supplier at 6 month intervals to ensure that devices meet specified torque outputs. The product on hand had been released to the field for more than 4 years without being returned to be recalibrated. Therefore, it can be established that the complaint is due to a lack of calibration of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a torque limiting handle was allowing too much torque during surgery. An alternative handle was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a torque limiting handle was allowing too much torque during surgery. An alternative handle was used to complete the procedure without reported patient impacts.